Event description:
The complainant reported an over-delivery. The pump was set to deliver 300ml from a 500ml bottle; however, 500ml was delivered without alarming dose complete.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of over-delivery. The pump delivered at +2% accuracy which is within specification.